Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call a high and low blood glucose events and the insulin pump had a keypad anomaly. The customer¿s blood glucose was 47 mg/dl at the time of incident and treated with food. Customer had a high blood glucose of 200 mg/dl and treated manual injection and insulin pump. Customer declined high and low blood glucose troubleshooting.. Customer also reported that the insulin pump b button does not work. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump had an unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify any other alarm due to unresponsive button. No button error alarm during testing.